Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 10 months post tavr with a 20mm sapien 3 ultra valve was found to be stenotic with gradients over 40mmhg. Upon follow up, the fcs advised that the patient is experiencing valve dysfunction characterized by stenosis and increased gradients, with a peak/mean gradient of over 40 mmhg. The valve area is unknown, but the leaflet appears thickened with a frozen leaflet as observed in the echo. The patient is symptomatic, reporting dyspnea and fatigue. An intervention is required, and the method is still being determined, with percutaneous intervention being planned. The patient's medical history is unknown, and the most recent follow-up echo report and progress notes are unavailable. The patient is currently in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for leaflet thickened (halt), leaflet-motion restricted-in patient and increased gradient were confirmed based on reported event from the fcs (field clinical specialist). A review of the DHR, lot and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 years and 10 months post tavr with a 20mm sapien 3 ultra valve was found to be stenotic with gradients over 40mmhg. Upon follow up, the fcs advised that the patient is experiencing valve dysfunction characterized by stenosis and increased gradients, with a peak/mean gradient of over 40 mmhg. The valve area is unknown, but the leaflet appears thickened with a frozen leaflet as observed in the echo.' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to limited information, a definitive root cause was unable to be determined at this time. As the leaflets were thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, available information suggests that patient factors (leaflets thickened) may have contributed to the reported event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant symptoms results, it may require intervention. In this case, the patient experienced leaflet thickening/halt. Leaflet thickening/halt could narrow the opening (effective orifice area), and obstruct the blood flow, resulting in increased gradient. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.